Manufacturer narrative:
Patient specifics with regard to age, sex, and weight were not provided by the doctor. Endodontic treatment was required to resolve the sensitivity symptoms. The doctor identified two (2) different lots (5295307 and 5558644) associated with the sensitivity, but the doctor could not verify which lot was used on any of the patients. The product involved in the alleged incident(s) was not returned; therefore, retain samples of lots (5295307 and 5558644) were evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that four (4) patients had experienced sensitivity after treatment using optibond xtr. This is the third of four (4) reports.